Manufacturer narrative:
A ge rep evaluated the sys and replaced the keyboard and the control panel processor board. The sys operates as intended.

Event description:
The customer reported the sys displayed an error message during a procedure. No pt injury was reported.